Manufacturer narrative:
Concomitant product: addr01 ipg, implanted: (B)(6) 2012.

Event description:
It was reported that the right atrial (ra) lead had noise that was seen in high rate episodes on an electrogram. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.